Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The alert triggered as the values were greater than 125 ohms, but the values have gradually risen over time until this alert. The patient was brought in for evaluation. Boston scientific technical services discussed further testing and troubleshooting and recommended the patient be monitored until values rise above 140 ohms. At this time, the rv lead and existing implantable cardioverter defibrillator remain in service. No adverse patient effects were reported.